Event description:
Consumer sustained approx 12 minor burn marks to their abdomen from wearing a battery operated stomach exercise machine. They had used the stomach exercise machine for 20 mins a day and a total of 3 times. Consumer noticed the burns after 3rd time using the machine and discontinued its use. Consumer went to physician who examined the consumer and suggested that they apply an antibiotic ointment to prevent any infection; which they did. Consumer called the MFR and explained the incident to a mgr (name unk). Consumer states that the mgr did not offer any assistance or consolation in regards to the incident. Consumer returned the product back to the dealer for a full refund. Consumer feels that the product posed a burn hazard. Consumer also notes that the dealer's rep (name unk) had mentioned that they had had other incidents with this product and that they had removed the item from their shelves.